Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 4.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon is loosely folded. The shaft, hypotube, and bonds were microscopically and visually examined. Microscopic evaluation revealed that the balloon has a pinhole 6.5mm from the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The rated burst pressure (rbp) of the complaint device is 18atm. The reported information indicates the device was inflated to 20atm; therefore, the device was inflated over rbp. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 4.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.